Event description:
During a mapping procedure that utilized a navistar ds and lasso catheter, it was reported that the navistar ds catheter perforated the left atrium. The procedure was stopped and the patient underwent surgery. The patient was discharged and was reported to be doing fine.